Event description:
It was reported that the touch screen on this programmer became unresponsive during an implant procedure, when the leads were being tested. All the cables were detached from this programmer and were plugged into another unit to continue the case. This programmer was set aside and troubleshooting was performed later. At first, the programmer was switched off and back on but the touch screen still did not respond to touch. The screen did feel warm. After waiting more than 30 minutes, when the screen felt colder, the programmer was switched on again and finally responded to touch. The situation distracted the physician from the case; no adverse patient effects occurred, but the data and electrograms recorded during the case before switching to a different programmer were lost and were unable to be retrieved.

Manufacturer narrative:
The device was not returned for product analysis because the programmer remains in service. Although the device was not returned for analysis, boston scientific performed an investigation with all available information. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.